Manufacturer narrative:
The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
The reporter stated the n560 pulse oximeter display was missing segments. Customer indicated there was no patient harm with this event.